Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The system board was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not completing the boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed system pcba and determined the cause of the reported issue to be capacitor (c70) found installed backwards.

Event description:
The customer contacted stryker to report that their device was not completing the boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.